Manufacturer narrative:
The initial MDR 2432235-2015-00582 was filed on december 16, 2015. Corrected information (03/11/2016): supplemental MDR 1226181-2015-00582_s1 was filed on february 13, 2016 with the incorrect manufacturing report number of 1226181-2015-00582 instead of 2432235-2015-00582. This has been corrected. Information reported under supplemental MDR supplemental MDR 1226181-2015-00582_s1: corrected information (01/15/2016): patient sample results were corrected.

Event description:
Discordant, falsely elevated progesterone results were obtained on patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated with a new reagent lot on the same instrument, resulting lower. The customer recalibrated the new reagent lot and repeated the samples on the same instrument, and all resulted lower than the initial results. The samples were then sent to another laboratory for testing, which also resulted lower than the initial results. The corrected results obtained were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated progesterone results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the assay calibration and noted that a new lot was calibrated a day prior to the discordant results. Ccc instructed the customer to recalibrate the assay using fresh reagent and freshly prepared calibrators, and run quality controls (qc). Qc was run, resulting within range. The customer was instructed to perform precision testing and repeat patient samples. A siemens headquarter support center (hsc) specialist evaluated the instrument data. Levels 1 and 3 of controls were in range, while level 2 was in range on the day of calibration but fell out of range the following day. Following the new calibration, patient samples were rerun and recovered as expected, and controls were all in range. Hsc's review of the calibrations does not indicate that such a large difference in results would be possible based solely on the calibration differences. A siemens technical application specialist (tas) performed precision testing, and isolated the event to progesterone issues centers around the specimens which originated from a specific collection center. Tas re-enforced the need for samples to be mixed after collection and allowed to clot completely for 30 minutes before samples are spun at the recommended speed for the centrifuge in use. The cause of the discordant, falsely elevated progesterone was sample related. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated progesterone results were obtained on patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting lower. The samples were repeated after recalibration on the same instrument, resulting lower than the initial, and the corrected results obtained were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated progesterone results.